Event description:
It was reported the pt had no pain relief since the device was implanted. A dye study was performed and the hcp was unable to obtain cfs. The catheter was replaced. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.